Manufacturer narrative:
The device was not returned for analysis; however, there was no device malfunction reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of vascular dissection is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. The treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Reportedly post procedure, bleeding continued after the knots of the two pre-placed sutures were advanced and tightened. Proglide devices 3, 4, and 5 were added. Although each knot was advanced and tightened without issue, bleeding continued after each device. The vascular surgeon then placed a balloon from the opposite leg into the right iliac artery to treat a dissection. Hemostasis was achieved with a femoral patch. Per the vascular surgeon, the initial 6f sheath lifted some plaque and caused a dissection. The two pre-placed proglide devices exasperated the dissection, then the 14f sheath made it worse. Per the physician's opinion, this wasn't a proglide device issue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.